Event description:
A letter was sent to a hip director relaying info about a pt who is being revised after 3 years with a total pfc hip. The surgeon believes either the locking ring is dislodged or the poly liner is disassociated. The revision has not yet been scheduled. Pt noticed onset of "clicking" 6 months prior to office visit.